Event description:
It was reported that prior to a procedure, any time the scrub nurse fired the device to load the clips into the jaws, they kept falling out from the side of the jaws. Another device of same product code and different lot number was used to complete the procedure. No pt consequence reported.